Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, concentric, de novo target lesion was located in the moderately tortuous and non-calcified left anterior descending artery. A 3.00x32mm promus element drug-eluting stent was advanced to treat the lesion. However, following deployment, a vessel dissection was noted. A 3.00x24m promus element drug-eluting stent was then deployed to cover the dissection. No further patient complications were reported and the patient's status was stable.